Event description:
It was reported that during a da vinci mitral valve repair procedure, the cables on the large suturecut needle driver instrument broke. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The large suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment was sticking out at the instrument's wrist. The other cables were not damaged at the wrist. Failure analysis investigation also found one grip was bent, causing side to side misalignment of the grips. There was a 0.048 offset at the tips. No other damage was found. Failure analysis concluded that the damage of the grip was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, a broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.